Event description:
Patient reported via sus voluntary event report left side rupture, and panic attacks. Patient additionally reported back pain, joint pain, extreme fatigue, weight loss, hair falling out, eyesight significantly declining, low cortisol, low estrogen, hormones dangerously low, gut problems, digestive problems, food allergies, back conditions worsen, and sleeplessness all not related to the device. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5163581, mw5163583, mw5163584, mw5163585, mw5163586 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.